Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported that the customer experienced an allergic reaction during his 5 day wear of the adc freestyle libre sensor. It was further reported that on (B)(6) 2018 the customer experienced skin irritation with ¿redness, itching and trickling pus¿. Customer had contact with a healthcare professional and was prescribed laticort glucocorticoid ointment for treatment. There was no report of death or permanent injury associated with this event.

Event description:
Customer¿s mother reported that the customer experienced an allergic reaction during his 5 day wear of the adc freestyle libre sensor. It was further reported that on (B)(6) 2018 the customer experienced skin irritation with ¿redness, itching and trickling pus¿. Customer had contact with a healthcare professional and was prescribed laticort glucocorticoid ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: device mfg date has been updated based on the returned product. Performed visual inspection on the returned sensor, the sensor plug is correctly seated in the mount. Extended investigation has also been performed. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.